Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development evaluation was performed for the subject device (patient specific implant [psi], part number sd800.440). Pre-operative and post-operative CT data were compared. The comparison revealed there is a visible difference on the inferior border toward the temporal region between the planned psi design and the implanted psi. It was determined that the psi was manufactured to the specifications of the pre-operative defect. It appears that the psi may have been adapted intraoperatively. Requests for additional information were made to the reporter to inquire if the psi had been adapted, but a response has not been received to date. Without additional information, this complaint is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: unknown when the gap between the device and skull occured device has not reportedly been explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a peek was implanted during a cranioplasty on (B)(6) 2015. The patient complained post-op about a depression on his forehead. There was a implant fitting issue and there is a gap in the front temporal section post-op. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided image was reviewed by the manufacturer and the gap between the skull and the implant could be seen.